Event description:
When the pre-loaded dib00 intraocular lens (iol) was taken out of the product packing, it was reported that it appeared dried and bent, and the doctor did not want to use it. There was no patient contact. The procedure was completed using a non-johnson & johnson surgical vision lens, diopter size unknown. No medical intervention was required. Patient outcome post-procedure was reported as terrific. The iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.